Event description:
A multi-level spine fusion was performed on (B) (6) 2008. It was subsequently noted on follow-up x-rays taken three weeks later the "hardware failed." The pt did not fall or experience an event which may have contributed to the failure. No revision procedure has been scheduled.

Manufacturer narrative:
Device was not returned to MFR; no eval could be performed.